Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patients right ventricular lead exhibited high defibrillation impedance. No intervention was performed. The patient condition was stable and will continue to be monitored.